Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to an elective replacement indicator (eri). There is a concern that the device depleted prematurely.